Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿spontaneous resolution of asymptomatic alumina matrix composite ceramic liner dissociation: a case report¿ written by he xiao, jian wang, nian ye zheng, and zhan jun shi published in bmc musculoskeletal disorders in 2022 was reviewed. 57-year-old male underwent a right tha. On the first postoperative day, a pelvic plain radiograph showed a prominence between the femoral head and the inferior rim of the acetabular cup, which implied dissociation of the ceramic liner. Although informed of the indication and necessity of revision, the patient refused since he had no symptoms. The patient ambulated full weight-bearing on the first postoperative day. On the eighth postoperative day, another radiograph showed no significant change of the liner¿s oblique position. The patient was then discharged, and he returned to most daily activities without assistance six weeks after surgery. Eight months after surgery, the patient was admitted for tha of the contralateral side. The oblique right hip acetabular liner spontaneously regained its normal position; hence, no intervention other than observation was prescribed. Implants: pinnacle cup 54mm, trilock stem, ceramic head, and ceramic liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.